Event description:
On (B)(6) 2013 the reporter contacted animas alleging a cracked/damaged casing issue. The reporter stated that they had observed a crack in the case about 3 weeks ago when the battery was changed due to a low battery alarm. The reporter stated that the patient had continued to use the pump since then, and denied moisture and corrosion to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.